Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000916289 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot: 0000916289, test base part number 195-430wjr/lot: 916289. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000916289 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient samples.

Event description:
The consumer reported receiving a false negative result using the binaxnow covid-19 ag self-test on (B)(6) 2025. Initial testing was conducted on (B)(6) 2025 and (B)(6) 2025 using intellswab rapid tests, both yielding negative results. Two additional tests were performed using intellswab rapid tests on (B)(6) 2025, both of which produced positive results. Confirmation testing was performed on an unknown date with unknown test brand which generated negative result. The consumer reported experiencing symptoms including body aches, runny nose, and cough at the time of testing. The consumer indicated initiating paxlovid treatment on (B)(6) 2025, continuing through (B)(6) 2025. The consumer confirmed that they are now feeling better.

Event description:
The consumer reported receiving a false negative result using the binaxnow covid-19 ag self-test on (B)(6) 2025. Initial testing was conducted on (B)(6) 2025 using intellswab rapid tests, both yielding negative results. Two additional tests were performed using intellswab rapid tests on (B)(6) 2025, both of which produced positive results. Confirmation testing was performed on an unknown date with unknown test brand which generated negative result. The consumer reported experiencing symptoms including body aches, runny nose, and cough at the time of testing. The consumer indicated initiating paxlovid treatment on (B)(6) 2025, continuing through (B)(6) 2025. The consumer confirmed that they are now feeling better.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.